Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 23.0 cm from the hub and ovalized in multiple locations along the distal shaft. Conclusions: evaluation of the returned device revealed it was fractured. This damage likely occurred due to forceful manipulation of the 3max during insertion into the ace 64. Further evaluation revealed the 3max was ovalized in the distal shaft. This type of damage typically occurs due to forceful gripping or compression of the 3max during insertion into a catheter. The ace 64, rhv, and non-penumbra sheath mentioned in the complaint were not returned for evaluation. Penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician attached a rotating hemostasis valve (rhv) to a penumbra system ace 64 reperfusion catheter (ace 64) and then attempted to insert the 3max into the ace 64 via the rhv. However, while the 3max was being inserted into the ace 64, the 3max became kinked and then cracked and broke. The damaged 3max was removed and the procedure was successfully completed using a new 3max and the same ace 64 and other manufacturer's sheath. There was no report of an adverse effect to the patient.